Event description:
During review of the in-house programming/diagnostic history, it was found that the patient's device showed high impedance. This high impedance was noted to have been a few months after a generator replacement for the patient. No additional relevant information has been received to date.